Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not connecting to the electronic privacy information center. The technical support specialist (tss) identified that the application server was not receiving new orders from the care fusion coordination engine. Customer tried to skip the order message and reboot the cce server and application server, but the issue remained unresolved. Tss identified that the issue was related to the firewall or port configuration. Tss engaged the customer hospital information technology team and confirmed that the issue was resolved by adding necessary firewall rules in two locations. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was not connecting with epic server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.